Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The autopulse platform (sn (B)(6)) was deployed for a cardiac arrest call. The crew placed the autopulse platform on the stretcher, and then the patient was lifted from the ground and placed on autopulse. The platform started compressions and prompted to readjust the patient. The crew readjusted the patient and restarted the autopulse platform. Upon restarting, the platform displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message and would not initiate compressions. The crew powered off the autopulse platform and used another automated CPR device to continue the resuscitation. No adverse effects were reported.